Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging an issue with their one touch ultrasoft lancing device. The patient mentioned that the threads broke on the patient's one touch ultrasoft lancing device and due to the issue, the patient was unable to test his blood glucose. He had no other way to test his blood glucose. Approximately two days later, on (B)(6) 2011, his heart rate went up and he took some glucose and felt better a few hours later and did not take any other medication. The patient did not seek any further medical attention or contact his physician for assistance. The patient had the lancing device for a long time prior to the alleged issue. There was no evidence of misuse of the product. The product was replaced and requested back. The complaint is being reported since the patient alleged that due to the alleged issue with their lancing device, he was unable to test and later developed symptoms and felt better a few hours later after taking glucose.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.